Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary atherosclerosis and myocardial infarction occurred. In (B)(6) 2013, clinical assessment indicated that the patient's qualifying condition was unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis, and was 12 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, patient was hospitalized with the diagnosis of coronary atherosclerosis due to lipid rich plaque. Subsequently, patient underwent coronary artery bypass surgery (CABG) including distal lad and first diagonal artery. Post CABG procedure, angiography and ECG were performed which revealed st elevated myocardial infarction. Seven days after, the event was considered to be resolved and the patient was discharged on the same day.

Manufacturer narrative:
Describe event or problem, patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, follow-up core-lab angiography finding of mid lad, it was noted that there was an absence of thrombus as well as aneurysm. However, core lab noted the presence of in- stent restenosis (isr) pattern 4. Cardiac enzymes were noted to be elevated and medications were administered in response to the event.